Manufacturer narrative:
The baxter technician found the head side casters needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the brakes and steering operate correctly. Check that the casters are in good condition; they do not have cuts, are not worn, and have a good amount of tread. Repair or replace the part as applicable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head side casters to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the envella bed had an issue, bed moves when brakes are set.there was no patient/user injury, medical intervention, symptom, or adverse event reported.